Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons had a slower response and the ok button was faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/25/2014 with the following findings: the keypad was found to be peeling and lifting along the edge from the contrast button to the ok button, exposing the button contacts. The button symbols were worn off, which has no effect on insulin delivery function. During testing, all of the keypad buttons were found to be delayed, intermittently unresponsive and required multiple button presses to elicit a response. The keypad cover was removed and evidence of contamination was found under the all of the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.